Manufacturer narrative:
Investigation ¿ evaluation: conclusion codes: 4315 (cause not established). A review of the complaint history, device history record, documentation, instructions for use (IFU) and a visual inspection/ dimensional verification/functional test of the returned device were conducted during the investigation. The customer returned one 7.0fr mac-loc catheter in a used condition. The device was returned in two pieces. The first piece comprised of the mac-loc hub, connector cap, and approximately 4.5cm of catheter tubing. The second piece comprised of approximately 25cm of catheter tubing beginning with a separation and ending with the distal pigtail curl. The separation appeared to be a cut. Biomatter was present on the device. The distal 6cm of the catheter tubing appeared to be bright yellow. A leak test was conducted by clamping the distal end of the catheter tubing with hemostats and injecting room temperature water into the proximal end. The leak test was able to confirm the presence of a leak between the catheter tubing and connector cap. Tug and twist tests were conducted revealing that the proximal assembly was secure. The connector cap was removed by dissociating the adhesive bond with ipa. Upon removing the cap, the suture string was found normal in the cap. The flare appeared blown out with a diameter measuring at 0.250¿. The catheter tubing outer diameter, mac-loc hub inner diameter, connector cap inner diameter, and number of threads showing between the hub and cap were measured and all found to be within manufacturing specifications. The device did leak, but it is not out of specification. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record found one relevant non-conformance for the proximal assembly not being secured, or torqued, enough; this non-conformance affected 7 devices, which were scrapped. It should be noted is one other reported complaint for this lot number. After further investigation, there is no evidence to suggest all items in the lot or similar device in house or in the field are non-conforming/defective. The IFU supplied with the mac-loc drainage catheters instruct that the product should be inspected prior to use to ensure no damage has occurred. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. Appropriate measures have been initiated to address this failure mode. We have notified the appropriate personnel and will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event description information to report at this time.

Manufacturer narrative:
(B)(4). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was used for percutaneous transhepatic cholangio drain (ptcd) in the biliary tract. After placement, leaking was observed at the joint of the catheter and mac-lok. The device was removed and replaced with a like device to complete the procedure successfully. Due to hospital regulations, the physician cut the device using scissors, however, it will be returned for evaluation. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.